Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt valve was implanted in the patient. On (B)(6) 2026, the valve got explanted

Manufacturer narrative:
Explant approximately 8 years post-implant due to structural valve deterioration was reported. A valve was returned and noted that the sewing cuff was intact and contained blood/body fluids. Cusps one and three were observed to be torn at stent post one. Biological material was present throughout the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2018, a 21mm trifecta gt valve was implanted in the patient. On (B)(6) 2026, the valve got explanted